Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right atrial (ra) lead had bradycardia. A lead revision was performed, and the lead was surgically repositioned. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental report was created to capture updates on h6: device codes and b5: describe event or problem.

Event description:
It was reported that the patient with this right atrial (ra) lead had bradycardia. A lead revision was performed, and the lead was surgically repositioned. The lead remains in service. No adverse patient effects were reported. Additional information indicated that the lead was dislodged.